Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin did not work could be confirmed. The incoming inspection showed that the fixation pin was returned in separated condition. During the visual investigation it was determined that the stop pin was broken off due to high bending forces. The broken off stop pin was not returned. The fracture surface of the welding seam between the stop pin and expanding sleeve shows the appearance of a forced rupture. The stop bar of the screw shows friction traces and plastic deformations due to the collision and friction with the stop pin. Indications for material or manufacturing related issues could not be found in the investigation. Therefore no corrective action was deemed necessary at this time.

Event description:
At the beginning of distal radius case the scrub tech was trying to attach joystick to the aiming block and could not do so. Upon receipt of the returned device it appears to be broken.

Event description:
At the beginning of distal radius case the scrub tech was trying to attach joystick to the aiming block and could not do so. Upon receipt of the returned device it appears to be broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.